Event description:
A patient slid off of a skytron surgical table. The table was tilted no more than 10 degrees. The patient was restrained with two straps across legs. Towards the end of the surgery, the patient's upper body started to slide off of the table. The staff was not able to catch her to put her back on the table so they eased her down to the floor. Patient was examined and no injuries were reported. They were able to complete the procedure. Hospital staff reported that no other incidents of a similar nature have occured on this table. A skytron authorized technician evaluated the table and found no issues with the table that could have caused the incident. The table was put back into use.